Manufacturer narrative:
It was reported by (B)(4) an onkos distributor, that a 32-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to an alleged joint infection on (B)(6) 2024. All inspection and manufacturing data was reviewed for the device lots listed in the table above; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of previously implanted eleos implants.

Event description:
It was reported by (B)(4) an onkos distributor, that a 32-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to an alleged joint infection on 21 february 2024. The primary surgery took place on 09 october 2019 when the patient was 28 years old. The explanted devices were not returned for evaluation and identifying lot numbers were not provided for several of the explanted devices. Numerous attempts to obtain additional information from (B)(4) were made via phone and email; no additional information was provided. All other eleos devices implanted during the primary surgery remain implanted in the patient.